Manufacturer narrative:
(B)(4). The sigma device eval found the #2 and #3 keys to be inoperable. It was observed that when the #2 key is selected, an automatic output of the "ok" key will occur instead of the selected key's function. It was also observed that when the #3 key is selected, an automatic output of the "run/stop" key will occur instead of the selected key's function. All other keys performed as expected. Further eval determined this output anomaly to be cause by a failed keypad.

Event description:
It was reported that when the #2 key on a pump keypad is pressed, an automatic output of the down arrow key (3rd soft key) is displayed instead of the selected key's function.